Event description:
The customer reported the electrical safety test failed on the oxygen inlet port screws. There was no patient involvement. The remote service engineer advised the customer to remove the loc-tite from the screws as it acts like an insulator and causes the test to fail.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.